Manufacturer narrative:
It was reported that the buzzer and loud speaker were found to be defective and self-test failed during pre operational check of the device. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective control board. After replacing the control board, the device was released back into use.

Event description:
The following was reported to hamiton medical ag: "complaint customer reported:-buzzer defective,loud speaker defective,self test failed alarm. Engineer observation:checked the machine,dust in control board panel.cleaned the control board.the issue remains same." This occurred during pre operational check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).